Event description:
On (B)(6) 2011, patient reported the infusion device is beeping but nothing is on the display. Patient stated, the battery cover has never been changed. Had patient insert a new battery; infusion device started up as normal and went to stop screen. Patient was able to place the infusion device in run mode; started up as normal. Had patient check the alarm history; found an e1 (cartridge empty) error message on (B)(6) 2011 and an a1 (cartridge low) alert message on (B)(6) 2011. Patient reported he couldn't get the backlight to work about 2 weeks ago. Had patient use up button to try backlight; worked properly. Patient did not know how to operate the backlight. On follow up call on (B)(6) 2011, patient verified the alarm history of the infusion device did not show an a2 (battery low) alert or an e2 (battery depleted) error message since the battery was last changed a month ago. Advised patient to switch to backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.